Event description:
It was reported that a patient presented with discomfort caused by the insertable cardiac monitor (icm). The physician elected to explant the icm. There were no patient consequences.

Manufacturer narrative:
Visual inspection on device did not find any anomaly that could cause skin discomfort. Device was unable to establish telemetry upon receipt. Session records indicated battery voltage reached elective replacement indicator (eri) due to normal usage. Longevity assessment was performed, and the implant duration exceeds of total projected longevity indicating normal battery depletion.